Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 04/20/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No abnormal electrical draws were observed during voltage testing.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump was overheating and that the heat issue was related to a hyperglycemia event. The patient had blood glucose levels between 300 - 400 mg/dl and with polydipsia and abdominal pain. . No unusual treatment was required. Patient discontinued pump use. This complaint is being reported as the patient experienced hyperglycemia and the over heating pump may cause a skin injury.